Event description:
A u.s. Distributor reported that a monitor will not power on.

Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (won¿t power up) has been confirmed due to a defective u104 pxa processor on the computer/analog board, causing fault. The root cause for the defective u104 pxa processor could not be positively identified. There was no adverse event that resulted from the damaged monitor.